Manufacturer narrative:
Insulin pump passed the displacement, operating current, prime/compromised force sensor system and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lips noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the seal around where the reservoir goes in had broken off and would not hold the reservoir in. Customer's blood glucose was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.